Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic rotator cuff repair surgery the tip of the device broke off. The tip was left in the muscle supraspinatus. The part was visible in the x-ray. The patient was informed that the tip will cause no harm. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No revision surgery is planned.